Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized in intensive care unit. Customer's blood glucose reading at the time of the emergency room visit was over 500 mg/dl. Customer stated that her reservoir leaked into the insulin pump reservoir compartment and the pump did not turned on. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.